Event description:
Fiberoptic light cord burned through its lining and melted a hole in the top layer of the sterile drape. The patient's left buttocks has a 5cm x 5cm reddened area post operatively. Ice and dressing applied. Blister has formed over the lesion. Dates of use: 2009.